Manufacturer narrative:
(B)(4). The lot was manufactured from 10/03/2013 to 10/07/2013. The cause of the rupture was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a half day infusor ruptured. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the sample was received for evaluation. Visual inspection identified a ruptured bladder, confirming the reported condition. Microscopic inspection identified a marking on the interior surface of the bladder, near the rupture line. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.